Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the md tried to insert a central line through femoral site using the new central line kit - arrowgard. Md was able to thread the spring wire guide (swg) but when md was about to pull it out, the swg frayed; however, the md was able to remove everything. There was no pt harm other than undergoing another procedure to insert the central line. All equipment was discarded and is therefore unavailable.